Manufacturer narrative:
This supplemental report is to inform that, upon further review, this event is not a reportable malfunction. The initial medwatch reported that the subject device had tested positive for an unexpected contamination. However, the customer's comment was that the atp/cleaning verification test had failed, not that the culture test had come back positive. The subject device was evaluated, and as a result of the evaluation, this complaint becomes a non-reportable event. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The device evaluation is ongoing. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
It was reported that the gastrointestinal videoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.